Event description:
It was reported that the water of the arctic sun device did not get cold. Per review of wo on 26feb2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated onsite. During the evaluation it was found that the device did not cool. Chiller assembly was replaced. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: e, f, g, h. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not get cold. Per review of wo on 26feb2025, there was no patient involvement. Per follow up information received via mail on 28feb2025, they repaired the device on the customer site. The issue was cooling malfunction, and the issue was resolved. Defective part was chiller assembly, and it was replaced.